Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 31st november, 2023 getinge became aware of an issue with one of surgical equipment - tube de suspension. It was stated the oil was leaking from the device. We decided to report the issue in abundance of caution as any liquid falling off into sterile field or during procedure may cause contamination.

Event description:
On 31st october, 2023 getinge became aware of an issue with one of surgical equipment - tube de suspension. It was stated the oil was leaking from the spring arms. According to the information provided by getinge technician, grease in spring arms have reacted to heat and lost viscosity. We decided to report the issue in abundance of caution as any liquid falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event and problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 31st november, 2023 getinge became aware of an issue with one of surgical equipment - tube de suspension. It was stated the oil was leaking from the device. We decided to report the issue in abundance of caution as any liquid falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 31st october, 2023 getinge became aware of an issue with one of surgical equipment - tube de suspension. It was stated the oil was leaking from the spring arms. According to the information provided by getinge technician, grease in spring arms have reacted to heat and lost viscosity. We decided to report the issue in abundance of caution as any liquid falling off into sterile field or during procedure may cause contamination. Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a getinge became aware of an issue with one of surgical equipment - tube de suspension. It was stated the oil was leaking from the spring arms. According to the information provided by getinge technician, grease in spring arms have reacted to heat and lost viscosity. We decided to report the issue in abundance of caution as any liquid falling off into sterile field or during procedure may cause contamination. The device has been repaired by removing the spring arm covers and mopping excessive grease from inside. After repair the device was returned to use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. A root cause analysis was performed by subject matter experts, and it was established that during assembly of spring arms the supplier applies a creamed grease turning into liquid above 135°c. So, the black dripping liquid observed cannot come from the spring arm itself but finds its origin elsewhere. The first cause is a combination of air conditioning and an excess of oil at the bushing location between the spring arm and the main arm. And according to the latest technical investigations carried out in august 2020 at maquet sas the second probable root cause would be an excess of cleaning product in the lower part of the spring arm, applied in spray or with a sponge, but not in compliance with the recommendations given in our user manuals. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.